Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician encountered placement difficulty when attempting to implant the right atrial lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.